Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power event was confirmed via the submitted log files. On 14oct2025, the submitted log file captured a no external power alarm while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) and bus voltages dropping below the alarm thresholds. This is consistent with a loss of ac power to the system. The alarm resolved when the black power cable was connected to a 14v battery. A similar sequence of events occurred on again on 14oct2025 and on 16oct2025. The backup battery supported the system without issue during these events. The pump operated as intended during these events. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have impacted ac power at the time of the reported event, if the mpu was exchanged, and if the mpu would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files indicated "no external power" alarms on (B)(6) 2025 and (B)(6) 2025 while connected to the mobile power unit (mpu).

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.